Manufacturer narrative:
(B)(4). Reportedly, a 9f sheath was used in the procedure. The perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 9f sheath after an interventional procedure of the carotid artery. Reportedly, the suture was harvested with no issue; however, hemostasis was not achieved. Hemostasis was achieved with a non-abbott device and manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. No additional information was provided.